Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a "wear mark" on his skin between his shoulder blades from the lifevest. The patient reported that the wear mark developed into an open sore and that it was starting to seep. The patient removed the lifevest and placed a bandage on the sore to allow it to heal. The patient was prescribed an antibiotic called cephalexin 500mg. Follow-up indicated that the irritation was better and healing.